Manufacturer narrative:
Product complaint # ==> (B)(4) h6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the surgeon was (B)(6); scrub was (B)(6); procedure was a hemiarthroplasty. The issue was, when david was suturing he was not able to put any tension on the suture without it breaking. They tried with two sutures with the same result and ended up switching to a 2/0 vicryl 259. There was no injury top the patient. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2024-01326 this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an hemiarthroplasty procedure on an unknown date and barbed suture was used. Two barbed sutures broke without too much pressure being applied. They ended switching to a 2/0 non barbed suture. No adverse patient consequences were reported. Additional information was requested